Manufacturer narrative:
(B)(4).

Event description:
The customer stated there was a blood leak from a probe and onto the cassettes of the dxh 800 hematology system. Field service engineer (fse) was dispatched and evaluated the system. The vc340 (probe waste chamber) was flushed and all vacuum ports were cleaned and stripper plate and tubing was checked and reinstalled per published procedure (B)(4). The root cause of the leak is attributed to port buildup in the probe waste chamber. No erroneous results were reported out of the laboratory and the operator was not harmed. On a recur, the operator may be exposed to biohazardous material and therefore the event was filed.